Event description:
It was reported the patient experienced ineffective stimulation. In turn, x-rays indicated a lead break on l1. Surgical intervention may be pending.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.